Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 180 mg/dl and 65 mg/dl; 190 mg/dl and 50 mg/dl. The reported values were obtained on different days. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.